Event description:
Reflective sterile spheres failed to track during a procedure. Another set of spheres were used to complete the procedure without an issue. This event was communicated by medtronic navigation. Site/user disposed of device and did not take any pictures of the device. DHR was reviewed and no quality issues were noted. No serious implications to this issue were mentioned by the complainant. No patient was harmed and no serious injury occurred.